Event description:
It was reported that "during a urology procedure, we experienced a malfunction with the robi forceps - it began to emit a significant amount of smoke inside the patient's abdomen". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Concomitant products has been returned. Article: 38600. Lot: ul10. Product returned on: july 31,2025. Article: 38151. Lot: rn01. Product returned on: july 31,2025. Article: 28176lv. Lot: unknown. Product returned on: july 31,2025. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: based on the available information and the assessment of comparable cases, a device defect can largely be excluded. The malfunction and smoke development observed during the procedure are most likely attributable to an application error involving item 38610md. Potential contributing factors, such as overvoltage, prolonged activation time, or improper reprocessing, are explicitly outlined in the instructions for use (IFU) and the reprocessing guidelines. The customer's report indicates that these requirements were not fully adhered to. Furthermore, the IFU specifies that both the visual condition and functionality of the device must be checked prior to each use to prevent injuries and product damage. This event is filed under internal complaint ID (B)(4).